Event description:
During laparoscopic xi robotic assisted procedure silicone/plastic polymer valve to reducer of 8mm (8mm x 100mm) access port broke into three pieces. Two pieces retrieved, one piece, 5mm in size not retrieved or found. Product: surgiquest air seal ias8-100lp lot # 290-13-be.